Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the contrast button was unresponsive to button presses, which has no effect on insulin delivery. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok, up and down arrow keypad buttons would stick and required multiple presses to engage. The patient reportedly cleaned the pump with alcohol. The user guide instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.